Manufacturer narrative:
The edwards commander delivery system was not returned for evaluation and therefore a visual, functional, and dimensional testing was not performed. A device history record (DHR) review of work orders were reviewed that were related to the manufacturing of the devices and components that could potentially contribute to the complaint. A review of the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review of a worker order was performed and revealed no other complaints relating to the complaint codes. Since no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The instructions for use (IFU) for the commander delivery system, device preparation manual, and procedural training manual were reviewed. Per IFU and device preparation cautions: visually inspect all components for damage. Ensure the delivery system is fully unflexed and the valve alignment wheel is at the height of the handle. To prevent possible damage to the balloon shaft, ensure that the proximal end of the balloon shaft is not subjected to bending. Carefully remove the distal balloon cover from the delivery system. The physician must verify correct orientation of the thv prior to its implantation; its inflow (fabric cuff end) should be oriented distally towards the tapered tip. If valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. No IFU/training deficiencies were identified. As the complaints for "introduce and navigate system through sheath / access vasculature - resistance between system components - inability to advance through non-edwards's sheath", "navigate and position catheter to target location - valve alignment difficulty or inability - fine adjust", and "general risks - failure - thv moves on balloon" were unable to be confirmed, a complaint history review is not required. A risk assessment was performed on the reported event, and there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Although no product non-conformance was confirmed, a product risk assessment (pra) is required. However, a pra was previously initiated to investigate and document the valve movement on balloon issue and its associated risks. The risks outlined in the pra remain the same; the pra documents the potential for procedural delay from thv movement off working length, which did occur during this event. Based on pra and the previous increase in valve movement on balloon complaints, a corrective and preventative action (CAPA) was initiated to document the investigation. The investigation revealed that high tension can lead to valve movement in the proximal direction when the flex catheter is retracted prior to deployment. Per complaint description, "the valve stuck at the area of the tortuous area of the graft and could not be advanced". The presence of pre-existing stent grafts and tortuosity can constrict the patient's vasculature, making the delivery system unable to advance, as reported in this case. In addition, the use of a non-edwards sheath may have contributed to the event. The commander delivery system is indicated for use with the edwards esheath introducer set. The commander delivery system's interaction with a dryseal sheath is unknown. Without the return of the device or applicable imagery, there is insufficient information to determine a root cause. As reported, "the valve alignment was executed; however, fine adjustment wheel was not functioning". Patient tortuosity to create sections of high tension making it difficult for valve alignment to be performed. Performing valve alignment in tortuous anatomy can cause the transcatheter heart valve (thv) to unseat (non-coaxial placement of valve in relation to the flex tip from the flex tip during alignment) and dive into the flex tip. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces and can create tension in the system to achieve final alignment position, resulting in difficulties using fine adjustment. It is possible that valve alignment was not performed in a straight section causing the reported valve alignment difficulties. According to the IFU, procedural and preparation manual cautions, not performing valve alignment in a straight section can subject the thv to excessive tension causing thv diving. As the flex shaft was retracted, the valve was reported to have moved proximally, which may be a direct result of the tension being relieved off the system. A pra was previously initiated to investigate and document the valve movement on balloon issue and its associated risks for the commander delivery system. In the pra, build-up tension within the delivery system during the procedure (e.g., via valve alignment in a non-straight section, torquing of the system, patient tortuosity, etc.) Was identified as a possible cause of valve movement on balloon during flex tip retraction. The complaints for "introduce and navigate system through sheath / access vasculature - resistance between system components - inability to advance through non-edwards's sheath", "navigate and position catheter to target location - valve alignment difficulty or inability - fine adjust", and "general risks - failure - thv moves on balloon" were unable to be confirmed. However, no manufacturing non-conformances were identified during evaluation. Available information suggests patient factors (tortuosity) and procedural factors (tension build-up, valve alignment performed in non-straight section) contributed to the reported event. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor pra is required at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), resistance was noted when the valve became "stuck" at the tortuous area of the graft and could not be advanced. The valve alignment was executed; however, the fine adjustment wheel was not functioning. The flex tip was pulled, and the valve moved on the balloon towards the aorta. Upon valve deployment, the valve moved and was implanted in the descending aorta. A second valve was implanted with no issue.